Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the operator reported difficulties in helix extension. Lead was impossible to fixate within the heart. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.